Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Event description:
It was reported that during use of atrial lead, a lead warning triggered. Review of data indicated the atrial lead exhibited low impedance and insulation damage. The atrial lead remains in use. No patient complications have been reported as a result of this event.